Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-02358 pertains to the other device. It was reported to boston scientific corporation that during a procedure using a precision speedtac transvaginal anchoring system, as the physician went to deploy the device, the suture detached at the anchor. Reportedly, the physician had the detached suture in his hand after detachment. The physician completed the procedure with another precision speedtac transvaginal anchoring system with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-02358 pertains to the other device. It was reported to boston scientific corporation that during a procedure using a precision speedtac transvaginal anchoring system, as the physician went to deploy the device, the suture detached at the anchor. Reportedly, the physician had the detached suture in his hand after detachment. The physician completed the procedure with another precision speedtac transvaginal anchoring system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned precision speedtac device revealed that the handle was returned without the anchor or suture. In addition, the anchor cover was slightly deformed, indicative of normal use. However, because the suture/anchor assembly was not returned, the cause for the reported event could not be determined.